Event description:
The device was explanted on (B)(6) 2012. Sensing/accelerometer issue, which was causing rate to be to fast when the patient stands up. The procedure took place at (B)(6) hospital. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).